Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted.

Event description:
No additional information.

Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Issue: the certificate of compliance has the expiration date different from what is printed on the package.